Event description:
A tulip filter was deployed -femoral- the filter was deployed by the dr in 2009, and the stabilizing legs did not deploy. The filter stayed collapsed and migrated to the pt's heart. Two doctors worked with snares from femoral and jugular access to snare the hook of the tulip. After roughly 3 hrs, the hook was snared and then removed the right femoral. The filter was removed without complication and a new tulip filter was successfully deployed.